Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The non-return valve (nrv) assembly was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device failed its service test. There was no patient harm or serious injury reported as a result of this incident.